Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. The device is part of the advisory for this model.

Event description:
It was reported that at implant the implanter noticed the distal end of the lead appeared misshapen. The lead was not implanted but was opened. No patient complications have been reported as a result of this event.